Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was used as the third coil to embolize a parent artery of the distal aca. When the coil was being manipulated, the coil was slightly pulled back into a headwayduo microcatheter for reshaping. However, the physician felt that the implant got stretched. The coil was withdrawn and successfully removed from the patient. The coil was observed and found that the proximal part of the implant was broken and stretched. The coil was not used and replaced with another coil which was implanted without problems to continue the procedure. Subsequently, the procedure was completed successfully. There was no report of harm or injury to the patient.

Event description:
No additional information was received, please see h6 and h10.

Manufacturer narrative:
H11- corrected data: h6 - removed code: 4045- premature separation from medical device problem h6 - added/updated code:1069- break to medical device problem investigation conclusion the investigation of the returned coil system found the implant damaged with deformed loops; however, the implant was found to still be attached to the pusher upon receipt and was not found stretched or broken as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification.